Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. It was unable to performed functional tests due to the blank display anomaly. The device also had a minor scratched lcd window, cracked case near display window corners, broken battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump has damage at the battery compartment. The customer stated that the battery compartment broke off where the cap twists and the battery could not be removed. The customer did not know how the damage occurred; she just found the broken piece on the floor. Blood glucose at the time of the incident was 52 mg/dl; treated with glucose tablets and it went up to 132 mg/dl. The insulin pump was replaced and returned for analysis.